Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Review of the pump¿s black box data revealed a loss of prime warning; however, the issue was not duplicated or confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue. This report is made based on results of investigation completed on 11/11/2013.